Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor displayed results of 52 mg/dl and 54 mg/dl on (B)(6) 2022 at an unknown time. The patient experienced hyperglycemia symptoms of vomiting, frequent urination, and severe stomach ache. The patient's mother didn't give any medication or insulin doses to the patient during the day since the device was giving low blood glucose results. On (B)(6) 2022, the patient was admitted into the hospital for hyperglycemia. The hospital's meter result was "hi" mg/dl. The patient was admitted into the intensive care unit for 3 days due to elevated blood glucose levels and was given medication via intravenous solution and insulin doses. The patient's mother didn't know what medications were being administrated but stated it was possibly antibiotics. The patient was removed from the intensive care unit and moved into a normal hospital room. The patient was currently still in the hospital.